Event description:
The customer reported the system had images fluctuated and rebooted then unit started smoking during a case. The fse noted, the battery had failed, causing both poor image and burning smell. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.